Event description:
The facility materials manager initially reported a dual channel flogard pump that over-infused on a pt via channel 2. The pump was set up with 250 ml bag of normal saline solution on channel 1 and a 125 ml bag (solution of 100 ml normal sale and 25 ml deltiazem manufactured by bedford labs) on channel 2. The medication from channel 2 was set to infuse 10 ml of solution over 2 hours. At the end of the 2-hour administration period, only 35-40 ml of medication remained in the bag on channel when it was expected that bag should contain 115 ml. It was determined that pt received 85 ml of deltiazem solution in the 2 hour period, not 10 ml as expected. Staff disconnected pt from device. Pt did not suffer any adverse symptoms and was not injured. Pt did not require medical intervention. Nurses noted the normal saline from channel 1 infused as expected. The nurses visually observed the device, tubing, programming and set-up and did not observe any abnormalities. Pt is 60 year old, female cardiac pt. Hospital policy requires device set up and programing to be double-checked by a second nurse. Nurses reported set up and programming were correct and pump appeared to be functioning correctly.

Manufacturer narrative:
The device has not yet been returned for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation, or, if additional information becomes available.